Manufacturer narrative:
Device passed the functional test, including the self test, sleep current measurement, active current measurement, rewind test, prime test, basic occlusion test, occlusion test, force sensor test, displacement test and the delivery accuracy test. Device received with customer applying adhesive to the reservoir tube lip area, cracked retainer, broken reservoir tube lip, minor scratched display window, scratched display window cover, scratched case, cracked case at the corner of the belt clip rail, cracked battery tube threads, pillowing keypad overlay and cracked keypad overlay at the select button.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call for low blood glucose. The customer¿s blood glucose was when hospitalized was 26 mg/dl and current blood glucose is 61 mg/dl. Patient has treated with food. Customer was in emergency room as a result of low blood glucose. Customer wearing the pump at time of hospitalization. Based on customer report customer does not allege pump was over delivering. The pump will not be returned for analysis.